Event description:
It was reported that patient's patient alert was alarming for af burden and high rate. The device is currently programmed to one hour duration for each alarm, which is shorter than normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.